Event description:
It was reported the patient received the following sets of results within 15 minutes: 582 mg/dl between 5:30am and 5:35am, 52 mg/dl between 5:30am and 5:35am, 212 mg/dl between 5:30am and 5:35am, 222 mg/dl between 5:30am and 5:35am, 632 mg/dl between 5:30am and 5:35am, 212 mg/dl between 5:30am and 5:35am, 92 mg/dl at 7:16am, 222 mg/dl at 7:17am, 612 mg/dl at 7:19am.